Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer informed the technical support engineer (tse) that the surgeon was unable to control universal surgical manipulator (usm) 3. When the tse received the call, the surgeon was attempting to remove the instrument, but it was difficult because the jaw was not aligned straight. The instrument was eventually removed successfully, and a new instrument was installed on usm 3, which then functioned properly. The customer will check the instrument that was not responding after the procedure and will contact us if any further issues are found. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Instrument was not returned for failure analysis investigation to determine the cause of the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon could not control an instrument on universal surgical manipulator (usm) 3. In addition, it was difficult to remove the instrument from usm 3 because the instrument jaw was not straight. After, the customer was able to remove and install another instrument on usm 3 successfully. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was reported that the tip of the vessel sealer extend (vse) did not move while it was closed. In addition to this phenomenon, it was reported that wrist part was bent and could not remove outside. Since the place where the vse was gripping was fat, the surgeon burned through the fat around the vessel sealer with the bipolar on the left side and it was removed. Then, it was reinserted and able to cut without any problems. When it was tried to cut after the sealing was completed, it did not respond at all and could not be opened. There are no error messages on the recorded data, and the cause was unknown. After confirming safety, it was able to use without any problems when it was reconnected after removing. The instrument moved automatically with no command. There was no reported injury.